Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had a hardened chemical stuck inside the forceps passage of the scope body. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign substance inside the scope body was unable to be analyzed; therefore, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.